Event description:
It was reported that when the device and reload were used during an unknown procedure, the device would not fire when reloaded. The device was reloaded again and fired without incident. There was no consequence to the pt.